Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: total extraperitoneal hernia repair. Event description: "this is a complaint from the market. (B)(6). Please refer to the complaint sheet for investigation. Septum fragmentation report from the sales rep: the nurse reported that a rubber material broke off from the trocar. It didn't fall off inside the patient cavity. Total extraperitoneal hernia repair procedure was performed. Initial investigation report: the event unit was returned to us and visually inspected. The septum was fragmented. The size of the missing portion on the septum is approx. 4.8mm×2.1. The fragment for the missing portion on the septum was not returned to us. No damage was observed with the shield and the ddb. The unit will be returned to amr for further evaluation. (B)(6). Additional information was received via email from the distributor on 01-sep-2017. Septum cer check list was provided. Operation time was approximately 1-3 hours. Main usage of the damaged trocar was as a camera port. Devices inserted/removed into/from the damaged trocar were [energy device], grasper, dissector, excised organ and gauze. The surgeon/nurse found the damage when they found the parts during the case. It was reported that they felt something stuck. After the damage was found the damaged parts were removed. Intraperitoneal irrigation was performed. It was reported that this was the first incident that occurred at the same department/specialty at the hospital. Type of intervention: unk. Patient status: "no patient injury".

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur.